Event description:
It was reported that the customer was connected to the pump while the infusion set was manually primed. The contact tried to get the fixed prime feature and the pump displayed escape to rewind. The pump was rewound and primed without realizing that the customer was connected. After the pump was primed for the second time the customer received an empty reservoir alarm and noticed that the customer was still connected to the pump. The customer was hospitalized for low bgs. Troubleshooting was performed. The pump did not deliver excessive insulin during prime. Suggested the customer to discontinue pump use.